Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however the exact cause of the damage is unknown. The label and contents of a 4.5 fr x 5 cm microintroducer kit including one 0.018 in. Guidewire in a plastic hoop, one 4.5 fr microintroducer, one scalpel, one 20 g IV introducer needle, and one 21 g introducer needle were returned for evaluation. An initial visual observation showed the distal end of the guidewire was damaged and bent in multiple locations. A microscopic observation revealed two kinks in the guidewire approximately 1.5 cm 1.7 cm proximal to its distal end. No damage was observed on the distal end of the microintroducer. No use residue was observed on any of the returned samples. While the exact cause of the damage is unknown, it is possible the guidewire was damaged during handling or use. A lot history review (lhr) of rebv0673 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the preparation before the puncture on (B)(6), the head end of the guide wire was found bent. On 8/24/2018 - returned wire is kinked.